Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 1100 mg/dl and diabetic ketoacidosis due to unspecified sickness. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, a cartridge change error occurred. Although requested, the customer declined to perform system check with tandem technical support. Reportedly, customer continued using pump for insulin therapy.